Event description:
It was reported that the patient had severe pain with right ventricular pacing. They were unable to determine the cause of the pain. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.